Manufacturer narrative:
Lack of information (unknown cause of quick release button disengagement).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were not reported. It was reported that the quick release button was checked to ensure it was locked before the device was inserted in the patient. The device was inserted and as the stent graft was being deployed, it was noted that the quick release button was disengaged and it was moving backwards. The quick release button was attempted to be reconnected; however, it did not remain in the locked position. The tech assistant in the procedure held the back end of the delivery system firmly in position while the physician completed the stent graft deployment. It was confirmed that the stent graft was accurately deployed at the intended location. The deliver system was immediately discarded in the biohazard container before the rep could request its return. No additional clinical sequelae were reported and the patient is fine.